Event description:
The rptr states that the customer obtained the blood glucose comparisons with results 487 mg/dl, 142 mg/dl and 115 mg/dl on the accu-chek active s sys. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.